Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (85% stenosis). Deformation problem. Conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (85% stenosis). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute rx coronary drug eluting stent to treat a lesion in the lcx .the lesion exhibited 85%. The device was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated; however the endeavor resolute stent could not pass the lesion due to tortuosity. No patient complications reported. The device was returned to the manufacturing facility and the stent was observed to be damaged evaluation summary: the hypotube was slightly kinked 1cm and 71cm distal to the strain relief. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th proximal segment had overlapping struts and the 7th and 9th distal segments were misaligned with raised struts please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).